Event description:
It was reported that prior to start a da vinci assisted surgical procedure, the customer contacted technical support to report error 311 on the system. The customer performed an emergency power-off (epo) and breaker reset of the system with no change. The procedure was aborted with no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the system following 311 errors due to a golden image. The fse was then able to perform a system verification on the system after reprogramming. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause can be attributed to a software coding issue.